Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Device was received with broken battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, there was a big crack around the battery insertion part and the pump became unable to be powered on, so it was instructed to replace the pump. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.